Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme x3. The device is manually processed with an unknown model life partners europe cleaning brush, unknown disinfectant, and aniosyme x3 detergent. An soluscope4 automated endoscope reprocessor (aer) is used with soulscopecln detergent and soluscopepaa disinfectant. The device is stored in a esset souloscope drying cabinet. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the universal cord was wrinkled, and there was insufficient angulation and resolution. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.